Event description:
On october 10, 2024, a reporter for the lay user/patient contacted lifescan (lfs) united states, alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged meter inaccuracy occurred on the night of (B)(6) 2024. The reporter claimed the patient obtained an alleged inaccurate high blood glucose reading of ¿500 mg/dl¿ with the subject meter. In response to the elevated reading, the reporter indicated that the patient took a shot of insulin (type/dose unspecified) then began ¿foaming and passed out¿. The reporter called an ambulance and when they arrived, the patient¿s blood glucose read ¿22 mg/dl¿ on the ambulance meter. The reporter indicated that the patient was given a glucagon injection and taken to hospital. The reporter stated that the patient was hospitalized for 3 days because "they didn't know why her sugar was up and down". The reporter also mentioned the patient was ¿bruised up¿ because of all the pricks she had received. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca confirmed the test strip vial was intact, and the test strips had been stored correctly and were not expired or opened past their discard date. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering treatment based on an alleged inaccurate high reading obtained with the subject meter.